Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported single leaflet device attachment (slda) cannot be determined. The reported tissue damage appears to be related to the operational context of the procedure. The poor image resolution appears to be related to the operational context of the procedure as imaging was noted to be difficult. The reported patient effect of mitral valve injury/tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report single leaflet device attachment (slda), tissue damage, and additional treatment. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was noted to be difficult. One clip was implanted. A second clip delivery system (cds) was advanced to the mitral valve and the clip was deployed; however, the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (slda). Tissue damage was observed on the posterior leaflet. Two additional clips were implanted to treat the slda and tissue damage. The patient is stable. Four clips were implanted, reducing mr to 2. There was no clinically significant delay during the procedure. No additional information was provided.